Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) mexico, alleging that her onetouch ultra meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and further clarification when medical surveillance requested the call be reviewed. The patient reported that she first became aware of the alleged meter inaccuracy 4 -5 months prior to contacting lfs. The patient was unable to give any results that she had obtained. The patient stated that she manages her diabetes using insulin (self-adjuster), and reported that she made no changes to her normal diabetes management regimen. The patient reported that before she became aware of the meter issue, she developed symptoms of ¿tired¿. In response to the alleged symptoms, the patient reported she had to attend the emergency room, where she received treatment by a health care professional, but she could not confirm what the treatment was. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required treatment by a health care professional, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.